Manufacturer narrative:
Per tandems t:slim g4 user guide: only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:slim system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer reported that the possible cause of the occlusion alarm was from the tubing. Reportedly, apidra insulin was being used to fill the cartridge. An infusion set site change was performed to address the occlusion alarms. Blood glucose levels ranged from 270 (mg/dl) to 330 (mg/dl).